Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a symptomatic (fatigue) patient presented to the emergency room, the pulse generator exhibited backup operation. Patient had short periods of asystole. Device was explanted and replaced due to normal elective replacement indicator.